Manufacturer narrative:
(B)(4).

Event description:
An insurance company is making a subrogation claim and alleging that a heating pad was the cause of a fire that damaged its insured's property. The fire allegedly caused the consumer's death as well.

Manufacturer narrative:
Insurance co. In possession of product.

Event description:
An insurance company is making a subrogation claim and alleging that a heating pad was the cause of a fire that damaged its insured's property. The fire allegedly caused the consumer's death as well.